Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention, urgency frequency. It was reported that the patient stated having an uncomfortable stimulation from their abdomen down to their legs. Support link tried to assist with turning down the device to see if that would help the uncomfortable stimulation. Patient is unable to unlock her device. Support link advised to contact her clinician. Additional information was received on (B)(6) 2021 indicating that the patient commented "there was electric currents around their butt and thighs and their belly felt tight. Support link attempted to assist the patient in lowing their stimulation to a more comfortable level but was unable to unlock the programmer. Patient stated their programmer was not working after they pressed the button and swiped their finger, but it was still blank. Support link helped the patient to plug in the programmer to have it charge as the battery may of died. Stimulation was decreased from 2.0 to 1.9 which was comfortable for the patient. The patient was assisted in turning on the device now that it was completely charged. Before turning the device on the patient thought the device wasn't working. The patient did say she's been going to the bathroom or has the urge to void without being able to void every 15-30 minutes which is like it was before the procedure. No further complication was reported at this time.